Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 1 while the patient was connected. The hp stated the supply bag fell and disconnected. The technical service representative explained to the home patient that they need to make sure connections are tight and bags are on a secure surface. The technical service representative advised the home patient to start over with all new supplies, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Since the device was not returned, an evaluation could not be performed. However, a supply bag falling and disconnecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and it also states that falling bags can result in a disconnection or a leak. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.